Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of sticky trigger identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the battery handpiece device had sticky trigger. It was further observed that the device had bent/deformed housing and component damage. It was determined that the device had failed leak tightness test, its moving parts did not move smoothly, and it would not run. It was further determined that the device failed pretest for leakage test using bubble emission technique, checking for mechanical free movement, checking for sticky triggers, checking roundness of housing, checking fitting of the lid, checking for wear on housing and checking function of device. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.